Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the right atrial lead exhibited helix issues. Upon attempt implant, the lead exhibited capture and sensing anomaly. The lead helix was difficult to retract and would not extend after reposition. The lead was not used and replaced successfully. The patient was doing fine.